Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both exhibited low impedance. An insulation break was suspected in both of the leads. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. (B)(4).